Event description:
Information was received that reported a pt was treated at home by paramedics due to an episode of low blood sugar. Per the reporter, the pt was found unconscious around 8:00 am. The reporter attempted to administer glucose but was not successful, the paramedics were summoned and the pt was treated on scene with IV fluids and glucose. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. The pump history was downloaded and analyzed. No anomalies were found. No operational or functional failure was detected and the product was within specification.